Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: mentor smooth round moderate profile 275cc saline breast prosthesis, cat. #3501640, serial #(B)(4). Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent a bilateral primary breast augmentation procedure with mentor smooth round moderate profile 275cc saline breast prostheses. Patient reported that she noticed her breasts getting soft. In addition, patient reported pain under both armpits and in her chest area. Chest area pain has been on and off for months. Patient reported a bilateral deflation, but her doctor confirmed that the implants are not leaking. Mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.